Event description:
It was reported that during the implant procedure the hybrid guidewire remained stuck inside the lumen implantable pacing lead (ipl). The ipl was not implanted, and no patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned, analyzed and the stylet/guidewire was kinked/buckled. There was blood on the distal conductor of the lead and it was not obstructed. Visual summary analysis of the lead indicated damage at implant. (B)(4).